Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted impella could not be advanced due to tortuosity and calcium, so exchanged for long oscor sheath. The impella 2.5was rewired and inserted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.